Manufacturer narrative:
Investigation of returned suspect mvs computer confirmed the reported event. Visual inspection at incoming notes bezel is cracked in several places and spacer between cd drive and front panel is loose. Mvs computer does power on, and fan speed drops as appropriate following audible beep. No video on display. Verified video card is seated and all connections are good. Still no video. Mvs computer powers on. The reported issue was confirmed to be caused by the graphics card.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) computer was not powering on. The computer was replaced and the issue was resolved. The mvs computer has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following computer replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) monitor would not power on. It was reported that the system 'on' light was illuminated, as well as the line power light, but the screen remained completely black. The monitor power switch was reportedly 'on' as well. The system was rebooted without resolution. There was no patient present when this issue was identified.